Event description:
Patient's legal counsel alleged that patient underwent right total knee arthroplasty on (B)(6) 2008. Legal counsel further alleges that a revision procedure was performed on (B)(6) 2011 to remove and replace the knee components due to loosening and fracture of the patellar component. A review of invoice history confirmed the surgery dates. No further information has been provided. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption or excessive activity." And "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." Other relevant history: medwatch report numbers 1825034-2011-00386/00389 were submitted to report the revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Examination of returned device found evidence of wear on the side of device which indicates component was malaligned. This condition would concentrate stress in the areas that fractured. It is also possible fracture of device occurred after some type of trauma. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components. Malalignment of the components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure."

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient's legal counsel alleged that patient underwent right total knee arthroplasty on (B)(6), 2008. Legal counsel further alleges that a revision procedure was performed on (B)(6), 2011 to remove and replace the knee components due to loosening and fracture of the patellar component. A review of invoice history confirmed the surgery dates. Additional information received from patient's legal counsel. Operative notes for the right side indicates the revision was performed due to patella avascularity, avascular necrosis and periprosthetic patella fracture. An irrigation and debridement was performed during the revision procedure and the patella button and tibial bearing were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.